Event description:
Pt presented to pharmacy on 4/9/96, with c/o left arm being swollen and having a color change. A single lumen catheter was inserted into the cephalic vein on 3/22/96. Ultrasound of arm accomplished on 4/9/96, clot found in arm, originating at point of entry up to the subcalvian vein. Catheter removed with md assistance. Pt hospitalized on 4/9/95 for heparin therapy also on coumadin 5 mg/day.